Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical chemistry system generated erroneous creatinine results that were reported outside the laboratory. Customer reported they amended the results. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the creatinine module assembly, primed the module and performed lamp calibration. The fse ran calibration and quality control with a precision run of 10 replicates and the results met specifications.

Manufacturer narrative:
Evaluation results: creatinine module.